Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: the pump's black box showed a loss of prime event in the pump history. The pump manually performed two boluses and the pump delivered and recorded both correctly. No hypersensitive keys were observed during the investigation. The pump was exercised for 24 hours and correctly recorded the basal deliveries. The total daily doses added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that patient experienced elevated blood glucose (bg) of 485 mg/dl with extreme thirst, extreme drowsiness, a headache and lethargy associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause; a cartridge change occurring. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.